Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information has been requested but not yet received.

Event description:
It was reported that a patient presented in the hospital. Upon interrogation, the right ventricular lead exhibited noise that led to inappropriate noise reversion. The lead was explanted and replaced. The patient was stable post-procedure.